Event description:
Customer alleged when chair was powered up the left motor locked up. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 3gtq3, (B)(4) is approximately 1 month old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male in his (B)(6). The consumers preexisting medical condition states he has a spinal cord injury from a automobile accident. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that when they received the 3gtq3 power chair at their dealership they tested it, drove it around the warehouse, then took it to the consumers home. While attempting to unload the power chair from the truck the left motor locked up. The dealer had to remove the wheel in order to get the power chair back onto the truck. The dealer viewed the motor and found evidence of grease on the gearbox. An RMA has been issued and the power chair is being returned to invacare for an inspection and evaluation. No injury. The consumer never actually received the power chair. This is an out of box failure.